Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on (B)(6) 2007, declared end of life (eol) with a battery voltage measurement of 2.24 v and an extended charge time measurement of 32.3 seconds. A replacement procedure was not scheduled due to multiple medical issues. At this time, no device allegations were reported. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that the device was later explanted for normal battery depletion. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.